Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a package of the gum deep clean toothbrushes and the bristles have fallen out in her mouth every time.